Event description:
Boston scientific received information that this pulse generator was being changed out for normal depletion on a pacer dependant patient. The boston scientific local area sales representative had programmed the device to soo bipolar before the case started. When the physician opened the pocket, he had placed his finger in the pocket and started to move the system, at which time asystole greater than 2 seconds occurred. The physician stated not trusting soo/doo programming when the device is out of pocket. There were no other adverse patient effects reported in association with these clinical observations.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific and analysis confirmed that this device functioned within electrical specification during analysis. The observation noted of a greater than 2 second pause was most likely due to the device cycling through a hardware reset. The reset cycle specification is 2 seconds or more. The evidence of electrocautery and resets are consistent with observation of asystole. The device meets specification. The investigation is considered closed at this time.